Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted to hospital two times due to diabetic ketoacidosis on (B)(6) 2018 blood glucose of 33.3 mmol/l. Troubleshooting was done. The drive support cap appears normal. The customer treated with intravenous fluids. The reservoir will not be returned for analysis.